Event description:
It was reported that during routine device change out for eri the physician noted decreased r-waves and a slightly high threshold. The lead was explanted and replaced. Upon extraction, externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to external and internal insulation abrasion were noted at 8.5-11.0cm from the distal end. The etfe coating was intact at this location.